Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to treat a distal humeral fracture on (B)(6) 2016, the drill bit broke due to interference with a competitor¿s cancellous screw. The surgery was prolonged 30 minutes due the reported event. Additional information regarding the patient¿s post-surgical outcome was not available as of the date of this report; however, there was no report of patient harm due to the reported event. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: october 28, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: one broken drill bit was returned for investigation. The visual inspection of the drill bit showed that the tip of the drill bit is broken twice, the broken-off parts were also returned. The review of the device history records revealed that this instrument was manufactured in october 2015 according to the specifications. The part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. This drill bit is made from stainless steel (hardened and tempered); the hardness was measured at the time of the manufacturing and was found to be good. The drill shaft diameter of the investigated part was checked and found to be in compliance with the technical drawing. Unfortunately the exact cause of failure cannot be determined; however the failure mode is consistent with a mechanical overloading. No product related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant part reported: cannulated cancellous screw (competitor screw: article/lot number unknown, quantity 1).